Event description:
It was reported that stent dislodgement occurred. A 32 x 3.00mm rebel stent was selected to treat the lesion. During preparation, outside patient's body, the device was taken out from the loop and it was then noted that the stent was dislodged from the balloon of the delivery system. The procedure was completed with a different device. No patient complications or injuries were reported.

Manufacturer narrative:
(B)(4). Returned product consisted of the complaint device. The balloon was tightly folded with the stent secure on the balloon. Microscopic examination and tactile inspection presented no damage or irregularities in the inner or outer shafts, tip, balloon and markerbands. The stent was received attached to the balloon. Majority of the stent from the mid-section to the distal end was damaged. There were bent, flared, and stretched struts. The distal end of the stent was stretched past the distal tip. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).